Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, and once the lead was in place there was bleeding. The bleeding was treated and following testing revealed the parameters changed. While attempting to re-position the lead, "the thread could not enter." A different lead was implanted and no patient complications have been reported as a result of this event.